Event description:
It was reported that the customer was taken to the emergency room and was hospitalized three times in three weeks due to high blood glucose and dka. Customer's blood glucose reading was 557 mg/dl at the time of the third hospitalization. Caller stated that the customer's insulin pump up button is unresponsive and customer was unable to bolus. Caller also stated that the insulin pump did not alarm after battery changed. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive button due to corroded keypad traces on up arrow button. Unable to perform the displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm test due to unresponsive button. Unit had scratched display window, cracked case window display corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.